Event description:
The physician placed a spider fx embolic protection device in a patient¿s rca graft and implanted an integrity bare metal stent. The target lesion was a discreet proximal right pda lesion with 95% stenosis and minimal tortuosity. When retrieving the spider fx filter with the retrieval sheath, it was reported that the sheath caught on a stent strut and would not advance. The physician then pulled the filter into the stent in an attempt to retrieve the filter. The filter was caught on a stent strut and would not retrieve. After multiple attempts using multiple devices, the guiding catheter was placed as far as possible into the graft and everything was pulled out, including the integrity stent. A post-injection of contrast showed no adverse events. Another integrity device was placed and procedure completed. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Procedural images: the cardio-angiogram shows the patient had severe disease in the coronary vessels. The images show a stent being implanted into the vessel and the stent appeared to be deployed successfully with no evidence of damage. Further on during the procedure an image shows the stent to be caught during the removal of another device. Another image shows the stent to be caught and slightly deformed on the device. Another stent is deployed in the vessel further on in the procedure and it appears to be deployed successfully. (B)(4).